Manufacturer narrative:
Additional narrative: a product development evaluation was completed: one 1.6mm compression wire 15mm thread/150mm length (part 03.211.415) was received for evaluation with complaint category broken. The distal threaded tip has fractured off of the returned compression wire. The fracture is mid thread and is located approximately 4mm distal to the ball/olive feature. Top level product drawing and the threaded shaft component drawing were reviewed during this evaluation. The threaded shaft component was manufactured from mp35n which is a typical material used for medical devices. Mp35n alloy is a nonmagnetic, nickel-cobalt-chromium-molybdenum alloy possessing a unique combination of ultrahigh tensile strength (up to 300 ksi [2068 mpa]), good ductility and toughness, and excellent corrosion resistance. In addition, this alloy displays exceptional resistance to sulfidation, high temperature oxidation, and hydrogen embrittlement. The design is adequate for its intended use and did not contribute to this complaint. This complaint was most likely cause by off-axis force during compression/distraction which led to the compression wire breaking at the location of smallest diameter/ weakest geometry (distal thread form). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 1.6mm compression wire broke off in the patient while the surgeon was performing a fusion of the left second and third metatarsal. When the surgeon was removing the compression wire, it broke off in the patient. There was no attempt to recover the fragment. The surgeon elected to leave the fragment within the patient without a planned future reoperation. The procedure was completed successfully without delay and no harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.